Event description:
The surgery center reported that a laser vision correction patient experienced a foreign body under the flap on left eye (os) at one day post op exam. The surgery center described the foreign body was discovered under the flap at far periphery of the left eye. The patient was treated with topical steroids dosage increase and a flap and rinse was performed. The patient comments were that eyes felt tight from time to time and eyes feel good as well as vision is good. The surgery center indicated the symptoms were resolved and at the 2 week follows up exam there were no foreign body observed.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.